Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. A sensor was returned for evaluation. A visual inspection was performed and found that there was no damage seen on the sensor wire or applicator. The customer's complaint of a broken sensor wire was undetermined. A probable cause could not be determined. No additional event or patient information is available.